Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2026 and (B)(6) 2026. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal toric intraocular lens (iol) was scheduled for explantation due to intolerance to dysphotopsia. Additional information indicated that the lens was subsequently explanted from the patient's left eye on (B)(6) 2026 and replaced with a puresee lens of the same diopter power as the original lens. A minor incision enlargement was performed to facilitate the procedure; however, no sutures, vitrectomy, or other surgical interventions were required. No patient injury, including capsular tear, was reported. The patient outcome was reported as normal. No further information was provided.